Event description:
A physician reported that during a vitrectomy procedure, after the membrane was cut, the ophthalmic forceps remained locked in the closed position, making the instrument impossible to use and became difficult to peel the epiretinal membrane. The procedure was completed on the same day by using an alternative device. The patient impact has not been provided. This report pertains to one of the two different forceps used for one of the two patients reported from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.